Event description:
It was reported that this unit has been in 3 times for the same issue, unit alarming, runs about 10-15 seconds, red light comes on pressure shuts off. No allegation of patient injury, no additional information provided.